Event description:
During the procedure when the physician pushed the gdc 10-2d 2-diameter synerg detection circuit in the excelsior catheter, it detached automatically without use of the power supply. The pt's condition was not effected by this event.